Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported a case of a descemets membrane detachment during a laser assisted cataract procedure. Reporter indicated that bubbles were present during the procedure. Additional information has been requested.